Event description:
It was reported that a primary audible alarm occurred. No patient injury was reported.

Manufacturer narrative:
UDI information is unknown. Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. The case bottom was found to be cracked on the back left corner and the left plunger case flippers were found to be sticking. No damage was found on speaker or interconnect board. The event history log was reviewed and identified a primary audible alarm had occurred. An occlusion test was performed however and the reported problem could not be duplicated. The speaker was replaced as a preventative measure. Unable to determine the root cause of the reported issue. This MDR was generated under protocol (B)(4)